Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, it was noted that the guidewire failed to advance in the left ventricular lead. The lead was replaced to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of ¿difficulty advancing guidewire into lead¿ was confirmed. Final analysis found the complete lead was returned in one piece. Visual inspection and x-ray examination found damages consistent with procedural damage. The cause of the reported event was due to the damaged inner coil consistent with procedural damage.